Event description:
Boston scientific received information that this implantable transvenous left ventricular pacing lead exhibited pacing impedance measurements of greater than 2000 ohms when programmed in the tip to ring configuration but good measurements when programmed in the tip to coil configuration. Additionally, sensing issues resulting in inhibition of left ventricular pacing were noted during a pacing threshold test. Technical services provided programming options which succeeded in correcting the inhibition of pacing. This lead remains programmed in the tip to coil configuration for now. Additional information was received that this left ventricular (lv) lead exhibited loss of capture at maximum outputs nearly 5 years after the initial allegation. Additionally, high out of range pacing impedance measurements were once again noted. Fluoroscopy confirmed the lead was fractured near the suture sleeve site as previously suspected. The lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. Should more information become available, this event will be reopened. The lead was explanted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.